Manufacturer narrative:
(B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient ¿cut the transfer set because the patient wanted to disconnect.¿ the patient was treated with unspecified intraperitoneal antibiotics (drug names, doses, and frequencies not reported) for peritonitis. The transfer set was replaced. Dianeal therapy remained ongoing. Seven days after admission the patient was discharged. At the time of this report, the patient had recovered. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.